Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was not confirmed and the probable cause could not be determined. However an early sensor expiration was found in connection to the reported allegation on (B)(6) 2019 but the root cause could not be determined. No injury or medical intervention was reported.